Manufacturer narrative:
H3: product analysis of part# (B)(4), lot# im10l025 - visual and optical examination confirmed the corners of the torx on the tip of the screwdriver are rounded from what appears to be repeated normal use. This type of damage is consistent with repeated use overtime. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post lead revision the right ventricular (rv) lead exhibited low impedance. It was further reported that the right atrial (ra) lead was not functioning properly. Both leads remain in use. No patient complications have been reported as a result of this event.